Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing low blood glucose level. The blood glucose level was 2.8 mmol/l. Current blood glucose level of customer was 7.3 mmol/l. Customer was using the insulin pump system within 48 hours of reported incident. Auto mode feature was active at the time of incident. Customer did not allege that insulin pump was over delivering insulin. Troubleshooting was performed. The insulin pump will not be returned for analysis.